Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had experienced low blood glucose and also had a blank display. The customer¿s blood glucose level was 31 mg/dl. The customer stated that the insulin pump was not working and stopped. It was reported that they had changed the battery but it did not work. The troubleshooting was performed and was advised to insert new aa battery and the display returned. It was reported that they were able to complete the self-test and was passed. The customer was advised the customer to monitor the pump. The customer was advised that we will ship a replacement battery cap as a courtesy to rule out any possible issues with the battery cap. The insulin pump will not be returned for analysis.